Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer experienced an elevated blood glucose (bg) level due to the pump battery shutting down. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Additional information was not received. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.